Event description:
The footswitch cable on the generator is broken, not allowing for the "max" power level to be activated. The sales rep. Stated that the "min" power level was used to complete the procedure with no pt consequence.